Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/13/2013 with the following findings: the bolus button cover was found to have a hole in it. During testing, the bolus button was found to be intermittently unresponsive and required increased force to engage. The button cover was removed and the internal plug contact was found to be misaligned and contaminated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.